Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. This report of a system error 2267 alarm was not confirmed and a cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2267 (air and fluid in line) alarm that appeared on the homechoice (hc) display during fill 3 of 4. The technical service representative (tsr) assisted the home patient (hp) with clearing the alarm, advising to continue with manual supplies and call nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.